Event description:
It was reported that an unspecified number of 3 ml syringe luer-lok tip w/tip shield bulk non-sterile experienced scale marking issues noted prior to use. The following information was provided by the initial reporter: following receipt of several sets of syringes 301073 with screen printing problems: ¿ lot 8154722 ¿ lot8240729 ¿ lot 8278793. We received a delivery with 2 different lot numbers including a lot number already received. At each reception, we take a sample sampling and we have again had the same screen printing problems.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions recommended since samples/photos were not received to confirm the product defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8154722, medical device expiration date: 2023-05-31, device manufacture date: 2018-06-03. Medical device lot #: 8240729, medical device expiration date: 2023-08-31, device manufacture date: 2018-08-28. Medical device lot #: 8278793, medical device expiration date: 2023-09-30, device manufacture date: 2018-10-05.

Event description:
It was reported that an unspecified number of 3 ml syringe luer-lok tip w/tip shield bulk non-sterile experienced scale marking issues noted prior to use. The following information was provided by the initial reporter: following receipt of several sets of syringes 301073 with screen printing problems: lot 8154722, lot8240729, lot 8278793. We received a delivery with 2 different lot numbers including a lot number already received. At each reception, we take a sample sampling and we have again had the same screen printing problems.